Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had the previous battery replaced because she had a radio frequency ablation done on (B)(6) 2017. The patient stated that after the procedure she had her stimulator turned off and felt continuous stimulation and there was no explanation for it. The patient explained that it took her a while to realize what was happening to her as it was so overwhelming that she went into a depression and felt her body was being overstimulated. The patient mentioned they were being assured that everything was okay and were being told that it was her nervous system, but she knew the difference. The patient noted what she experienced was extreme overstimulation because stimulation was going up in her midsection of her torso and it was heated. The indication for use was spinal pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.